Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly which resulted in the pump shutting down. The customer experienced diabetic ketoacidosis and a blood glucose (bg) level of ¿high¿ (value not provided). Reportedly, the customer required assistance to address bg level with a manual injection. The customer continued to use the pump for insulin therapy.